Event description:
It was reported that the image from the camera head was blurry. The issue occurred during preparation for use for an unknown procedure. No patient harm reported.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional based on the inspection report provided by third party distributor, the periphery of the image was blurred despite optimal focus setting. It was found that the optics mounting adapter was defective and a replacement was needed. The device was not returned to olympus. A definitive root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.